Manufacturer narrative:
Manufacturer's analysis indicated that the programmer had a power supply overheat warning. It was indicated that the main processing unit was out of specification electrically. It was also indicated that the handle covers were cracked. These parts were replaced and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.